Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2020, a mako total knee with triathlon was implanted into the patient's right knee using product/robotic assistance, pinning the product to the patient's femur. It is further alleged that on or about (B)(6) 2020, the patient's femur broke as a direct result of the product and implantation, and he underwent subsequent surgery as a result of his injuries.